Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00105 on 13-may-2021. Additional information (17-may-2021): siemens further investigated the issue and determined that sample specific issues or bubbles in the reagent potentially contributed to the discordant, falsely elevated concentrated carbon dioxide (co2_c) result. Quality control was in range and the repeat result was accurate. There were noted no issues with other patient samples, which indicates that the instrument and reagents were performing acceptably. The customer name is wing kwan chu and the customer phone number is (B)(6). The customer name and phone number in section e1 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inspected the sample and the reaction curve was inspected, and no issues were identified. Quality controls were recovering within acceptable ranges when the sample was repeated. The cse did not identify a reagent nor instrument malfunction. The cause of the falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. The falsely elevated result was not reported to the physician(s). The sample was repeated twice on the same instrument and the repeat results were lower than the discordant result. A co2_c result of 26 mmol/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.